Manufacturer narrative:
Updated fields: h3, h4, h6, and h11 this report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. No issue was found with the power switch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue of a faulty power switch was not confirmed however a faulty scope socket was found during inspection. The cause of the faulty scope socket was not established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the xenon light source exhibited a b30 error (scope communication error). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.